Event description:
The customer reported that the device turns on, but has no voice prompts. The reported problem was found during routine device testing/inspection.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.